Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Morrey, mark e., songy, chad, triplet, jacob j., cheema, adnan n., o'driscoll, shawn w., sanchez-sotelo, joaquin, morrey, bernard f. (2022) unexpected high early failure rate of the nexel total elbow arthroplasty. Jses international. (1-22) https://doi.org/10.1016/j.jseint.2022.04.001.

Event description:
It was reported in a journal article studying the results of the nexel teas that a patient showed radiographic evidence of humeral loosening. Attempts have been made and no further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, g3, g6, h2, h6, h10 h6: component code: proposed code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.